Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm catheter broke (B)(6) 2025 in the oncology ward in the patient for the indwelling needle venous puncture draw out the needle core, the indwelling needle core breakage occurred, immediately by hand to draw out the remaining needle core, did not cause damage to the patient, but there is a risk of the core left in the patient's body, there is also a risk of needlestick injuries, to notify the manufacturer of the rectification of the report of the national adverse event platform .

Manufacturer narrative:
1. DHR/bhr review(lot #4258112): 1) the products of this batch were assembled at intima ii auto line 2 in dec, 2024, and packaged at r240 package line in dec, 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the cannula batch used in this batch of products is 4211853, review the incoming inspection results, no abnormalities. 2. The customer returned one photo but did not return the defective sample. The photo shows: the needle and the paddle hub are separated. 3. The retained sample of this batch is taken for related functional tests: rigidity and toughness tests of the cannula. The test results are within the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows the needle separated from the paddle hub,since no defective sample is received for relevant tests, and the use of the sample is unknown,so the root cause of the needle break cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information available.